Event description:
It was reported to philips that the device displays a red x. The field service engineer (fse) evaluated the device and found no faults. The customer had replaced the trunk lead cable (m1663a) and the error had gone after wards the fse was unable to duplicate the issue. A processor pca had been ordered but was returned to stock used. The customer is to permanently replace the suspect cable. No further action at this time.

Event description:
It was reported to philips that the device displays a red x. There was no patient involvement.